Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient was hospitalized due to a stoma site infection. The patient was treated with IV ceftriaxone 1 grams twice a day, oral stafine 500 mgs once a day, and IV saline 150 cc per hour. It was reported that the patient underwent an endoscopy for pegj replacement during which a buried bumper was observed. It was reported that the patient's pegj tubing was replaced. It was reported that the patient's stoma site infection and buried bumper syndrome were resolved. On (B)(6) 2023, the patient was discharged from the hospital.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Stoma site infection and buried bumper syndrome are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.